Event description:
Device has been explanted and replaced.

Event description:
Patient reported rupture on left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, red particles, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with sharp edge on anterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is a broken shell with sharp edge assessed as unidentified(tear) opening, and a missing shell that is assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported rupture on left side. The device remains implanted.